Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 480 mg/dl. The customer stated that they are changing set because of high blood glucose and the site seems to have not been working. The customer treated blood glucose with manual injection. The customer doesn't want to troubleshoot. The customer stated that he did change set after troubleshooting priming issue last night. The customer would like the pump replaced. Customer was advised that pump would be replaced.